Event description:
The tech alleged the side rails are latching intermittently. No pt impact.

Manufacturer narrative:
The tech found the issue to be worn side rail latch springs. The tech replaced the side rails to resolve the issue.